Event description:
During device explant for normal battery depletion, noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Visual examination and diagnostic imaging were performed and no damage was observed on the ra lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.